Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer's medtronic sales rep called to report that, the customer had a low blood glucose reading that required treatment by paramedics. The blood glucose reading was not reported. The sales rep stated that, the low blood glucose occurred during the night, and that the customer could not be woken up, therefore, the paramedics were called and they treated the customer at the scene. The insulin pump was downloaded by the customer's doctor, and it was found that a twenty-five unit bolus had been delivered during the night of the event. Nothing further was reported.